Event description:
The pt developed symptoms of an allergic reaction after treatment with bovine collagen. The pt saw a general practitioner first who prescribed oral cephalex. The treating physician's office prescribed oral vitamin b capsules along with a topical vitamin b. Additionally, an application of a cool prolagene gel topically was ordered.